Manufacturer narrative:
Date of event: unknown event date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile. Lot number: 51p1733 (sterile). Manufacturing location: (B)(4). Manufacturing date: 10-apr-2020. Expiration date: 31-mar-2030. Lot quantity: 5. One piece was scrapped in cell at op #130, qa final inspect, due to an unacceptable surface finish; dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final,met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 176281 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail or any of its components. Therefore review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a revision surgery occurred for removal of hardware due to nonunion. The original date of implantation was on (B)(6) 2020. The procedure outcome was unknown. This is report 1 of 3 for (B)(4).